Event description:
Additional information was received that the device was reprogrammed to resolve the event. The patient was stable.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that episodes of post-paced t-wave oversensing were noted on the device. Technical support was contacted and provided programming recommendations, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.